Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated, replaced and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the problem reported by the customer of communication error. The fse determined the cause of the problem to be faulty power supply. The fse replaced faulty low voltage power supply and verified system functionality. The power supply is a hardware?component?that supplies power to the system. It regulates the voltage to an adequate amount, which allows the system pcb's to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. This system to have been manufactured in 2005, therefore the system is 9 years old. Components will degrade over time with use of the system and require eventual replacement, due to normal wear and tear. Replacement of a power supply on a system of this age is not unexpected. The complaint does not represent a malfunction of the device.